Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system performed very slow and response was slow. A technical support specialist (tss) dialed into the station as the carefusion admin (cfnadmin). The tss checked the ssms database size and confirmed it was below 1 gb. They then reviewed the c drive, which was at 65% usage, and ran disk cleanup, clearing approximately 5 gb of space. The tss opened a command window, ran a system command, and verified that no corrupted files were found. They also checked windows update and found a notice stating that windows had reached end of support. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system performed very slow and response was slow. The customer mentioned that each function took long time to process like selecting a patient and selecting drugs. The customer tried to reboot but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.